Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an unusual issue with her onetouch ultralink meter displaying "79" with no additional information. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. A couple days after the alleged issue begun, the patient claimed she passed out. A home health/visiting nurse gave the patient honey under the tongue as treatment. At the time of troubleshooting, the cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed a symptom suggestive of severe hypoglycemia and received medical treatment from a health care professional (hcp) after the alleged meter issue began.